Event description:
It was reported that the fiber cap detached at 80 joules during a prostate procedure. The cap was retrieved. The procedure was completed with a second fiber. No pt injury was reported. The pt outcome was reported as "okay".